Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use states the following: "visually inspect the product for any imperfections or surface deterioration prior to use. Caution: federal (USA) law restricts this device to sale by or on the order of a physician. Contains or presence of phthalates: di(2-ethylhexyl)phthalate (dehp) is a plasticizer used in some polyvinyl chloride medical devices. Dehp has been shown to produce a range of adverse effects in experimental animals, notably liver toxicity and testicular atrophy. Although the toxic and carcinogenic effects of dehp have been well established in experimental animals, the ability of this compound to produce adverse effects in humans is controversial. There is no evidence that neonates, infants, pregnant and breast feeding women exposed to dehp experience any related adverse effects. However, a lack of evidence of causation between dehp-pvc and any disease or adverse effect does not mean that there are no risks. Warning: after use, this product may be a potential biohazard. Handle and dispose of in accordance with accepted medical practice and applicable laws and regulations. This is a single use device. Do not re-sterilize any portion of this device. Reuse and/or repackaging may create a risk of patient or user infection, compromise the structural integrity and/or essential material and design characteristics of device, which may lead to device failure, and/or lead to injury, illness or death of the patient" (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device was not returned.

Event description:
It was reported that the tip of the catheter was cut. Upon insertion of the cut catheter, the patient experienced self-limited bleeding, and went to a walk-in clinic as a precaution. It was later reported that the patient experienced a urinary tract infection.

Manufacturer narrative:
The reported issued was confirmed as cause unknown. During the visual inspection of pictures noted that the sample of page 3 showed that catheter tip looked like it was cut. For the remainder pictures the defect could not be confirmed since they were not clear. The sample of page 1 showed a product that was not part of catalog 420714. Unable to measure the samples since they were in a picture. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: ¿visually inspect the product for any imperfections or surface deterioration prior to use. For urological use only to use: insert rounded end of catheter this is a single use device. Do not re-sterilize any portion of this device. Reuse and/or repackaging may create a risk of patient or user infection, compromise the structural integrity and/or essential material and design characteristics of device, which may lead to device failure, and/or lead to injury, illness or death of the patient." (B)(4).

Event description:
It was reported that the tip of the catheter was cut. Upon insertion of the cut catheter, the patient experienced self-limited bleeding, and went to a walk-in clinic as a precaution. It was later reported that the patient experienced a urinary tract infection.

Manufacturer narrative:
Received two catheters with the original packaging opened. The reported event was confirmed as manufacturing related. For sample number one, the returned catheter had no tip (component trapped in the seal) and the package had blood residues. The second catheter had no obvious defects observed, no discoloration on the catheter funnel was noted, no flash, and the catheter tip was completed molded. Per the dimensional evaluation, the following results were found: sample # 1: it was not measured because the catheter tip had been cut off. Sample 2: long= 6.625 in (specification is 6.60 in ± 0.60 in) the sample was found within specification. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "visually inspect the product for any imperfections or surface deterioration prior to use. For urological use only. To use: insert rounded end of catheter. This is a single use device. Do not re-sterilize any portion of this device. Reuse and/or repackaging may create a risk of patient or user infection, compromise the structural integrity and/or essential material and design characteristics of device, which may lead to device failure, and/or lead to injury, illness or death of the patient." (B)(4).

Event description:
It was reported that the tip of the catheter was cut. Upon insertion of the cut catheter, the patient experienced self-limited bleeding, and went to a walk-in clinic as a precaution. It was later reported that the patient experienced a urinary tract infection. The patient allegedly took a urinary tract infection test strip on (B)(6) 2017, which was slightly discolored. The patient reported taking another urinary tract infection test strip test on (B)(6) 2017, which was solid purple. The patient experienced discomfort, a gross hematuria, and a urethral injury. The patient's physician did not prescribe any medications and told the patient to continue to drink plenty of fluids. The patient alleged that scar tissue was forming below the cut.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device was not returned.

Event description:
It was reported that the tip of the catheter was cut. Upon insertion of the cut catheter, the patient experienced self-limited bleeding, and went to a walk-in clinic as a precaution.